Event description:
It was reported that the customer experienced a blood glucose level that ranged from 165-177 mg/dl. Tandem technical support performed a system check on the pump and determined no insulin drops were coming from the cartridge. The customer reverted to manual injections for insulin therapy. Customer declined to further troubleshoot with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.